Event description:
A nurse contacted baxter's technical service center regarding a home pt's stomach feeling full during dwell 4/4 of peritoneal dialysis therapy on a homechoice device. The fill volume was 2000ml; the ultrafiltration (uf) was - 1229ml. The pt was feeling distended. The technical service rep (tsr) had the home pt reposition and bypassed to drain 4/4. The home pt drained 4557 ml and then went to the last fill. No pt injury or medical intervention was reported.